Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the graft 1st diagonal. Approx. 13 months post index procedure, acute coronary syndrome was reported. The target vessel was reported to be involved, and the culprit vessel involved was the lad. The patient was hospitalized and treated with percutaneous intervention, and the patient recovered. The investigator assessed the event as probably related to the device, but not related to the antiplatelet medication. Safety assessed that the event was probably related to index device, but not related to antiplatelets medication. Cec adjudicated the event as mi (target vessel) involving the 1st diagonal graft. Cec adjudicated the event as tlr percutaneous intervention.